Manufacturer narrative:
Upon investigation, it was found that signal values for other tests performed with the same samples were not abnormal. Only the affected reagent pack produced the low patient results and this occurred immediately after changeover to the pack. Other tsh reagent packs did not reproduce the low patient results. Calibration and control measurements were not performed on the affected reagent pack prior to use. It was likely that some bubbles were present in the affected reagent pack as the issue occurred immediately after changeover. When registering a new reagent pack, it is required to run quality controls on the pack prior to use.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received erroneous results for ten patient samples tested for the elecsys tsh assay (tsh) on a cobas 8000 e 801 module (e801). The customer stated that the tsh results were low for about 20 minutes after changing from a stand-by reagent pack to the current reagent pack. The erroneous results were not reported outside of the laboratory. The first sample initially resulted as 0.0142 miu/l and repeated as 1.55 miu/l. The second sample initially resulted as 0.0133 miu/l and repeated as 1.94 miu/l. The third sample initially resulted as 0.0139 miu/l and repeated as 1.68 miu/l. The fourth sample initially resulted as 0.0165 miu/l and repeated as 1.40 miu/l. The fifth sample initially resulted as 0.0152 miu/l. The sample was repeated and resulted only with a data flag. The sample was repeated a second time, resulting as 5.52 miu/l. The sixth sample initially resulted as 0.0179 miu/l and repeated as 3.30 miu/l. The seventh sample initially resulted as 9.31 miu/l and repeated as 0.0149 miu/l. The eighth sample initially resulted as 0.0156 miu/l and repeated as 1.97 miu/l. The ninth sample initially resulted as 0.0116 miu/l and repeated as 1.92 miu/l. The tenth sample initially resulted as 0.0114 miu/l and repeated as 2.35 miu/l. No adverse events were alleged to have occurred with the patients. The tsh reagent lot number was 226387, with an expiration date of 06/30/2018.